Event description:
Pt was a (B)(6) male with a basilar artery occlusion. Physician made one pass with a merci retriever v 2.5 firm. Pt had a thrombolysis in cerebral infarction (tici) score of 3 after treatment. After procedure, a dissection was noticed at the basilar artery. Medical intervention was not performed. Medical intervention was considered not to be effective since the pt had a preexisting dissection lesion. Also during procedure, 41.4 mg of tissue plasminogen activator (t-pa) was administered to the pt. Physician believes that the cause of the dissection was related to the preexisting disease of the pt and not related to the merci retrievers. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 firm device could not be reviewed.